Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the health care professional (hcp) was asking about the device battery on the recent remote transmission of this pacemaker. Analysis was created and it showed that the device appeared to be at the very beginning stages of the hydrogen issue. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 33 microwatts; however this device was consuming 48 microwatts and the power consumption is expected to continue to increase. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Boston scientific technical services (ts) then recommended to reanalyze in seventy-five days or so to see if window can be extended. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the health care professional (hcp) was asking about the device battery on the recent remote transmission of this pacemaker. Analysis was created and it showed that the device appeared to be at the very beginning stages of the hydrogen issue. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 33 microwatts; however, this device was consuming 48 microwatts, and the power consumption is expected to continue to increase. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Boston scientific technical services (ts) then recommended to reanalyze in seventy-five days or so to see if window can be extended. As of this time, the device remains in service. No adverse patient effects reported.additional information received which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the health care professional (hcp) was asking about the device battery on the recent remote transmission of this pacemaker. Analysis was created and it showed that the device appeared to be at the very beginning stages of the hydrogen issue. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 33 microwatts; however, this device was consuming 48 microwatts, and the power consumption is expected to continue to increase. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Boston scientific technical services (ts) then recommended to reanalyze in seventy-five days or so to see if window can be extended. As of this time, the device remains in service. No adverse patient effects reported. Additional information received which indicated that the device was explanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.